Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to infection. It was noted that cultures were taken and revealed an unknown organism. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.